Event description:
A patient reported pain at the implantable neurostimulator (ins) site. The patient noted no symptom control. The patient noted the symptoms are sudden. The patient stated that the ins site is tender and sore to the touch, but the does not seem to be swollen or hot. The patient said that the pain would go away if he moved one way and would come back now the pain does not go away at all. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.